Event description:
It was reported that a home patient experienced a connection issue between the minicap and transfer set. The patient was not connected for therapy when the disconnection was observed. The cause of the minicap becoming disconnected was unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).